Event description:
Healthcare professional reported, a left side rupture. Confirmed, via MRI. And exchange, due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as unidentified (tear) opening. Shell thickness within specification. Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: no other observation observed. No further actions are required, as the device was implanted.

Event description:
Device was explanted.

Event description:
Healthcare professional reported a left side rupture confirmed via MRI and exchange due to concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.